Manufacturer narrative:
On (B)(6) 2019, abaxis received a call from the customer lab stating that the device yielded an unexpected low potassium result compared to another lot. The recommended reference range for the piccolo system is 3.6 - 5.1 mmol/l. Both samples confirmed the patient was below the normal range. A review of the batch record showed that there were no issues in manufacturing and the lot met all release criteria. The lab did not reply to follow up attempts for troubleshooting and gathering of information. The call was closed and no further actions were required. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019.

Event description:
The customer lab reported that the device yielded an unexpected low potassium result compared to another lot.